Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication dispensing was inaccurate. A field service engineer assisted the customer in changing the pocket tray from a 4-pocket to a 12-pocket configuration without altering the settings. The configuration was changed for the customer to accommodate the 12-pocket tray. An inventory was conducted, along with a manual pocket test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had inaccurate medication dispense. Drawer opened for 3 vials instead of 1. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.